Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos confirmed damage to the outer silicone jacket of the patient¿s driveline. The account reported that the patient had internal wires visibly exposed due to further superficial damage to the patient¿s silicone jacket. The account stated that the patient had no active alarms and that the wires appeared intact. The account stated that a cosmetic driveline repair was being considered. Multiple attempts for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient had visible wires exposed throughout the entire driveline length. The wires were reportedly intact and there were no active alarms. The patient had no history of driveline compromise or driveline alarms. The account reported the patient would undergo a driveline repair. No further information was reported.